Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2021 explanted: product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-mar-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that lead migration was suspected and confirmed using x ray. The patientwas getting pain relief but not as significant in the past few weeks. There were no falls or other factors noted that could have contributed to the issue. The rep reprogrammed the patient using the current lead position. The issue was resolved.